Event description:
The pt's device has been quite successful until it began to malfunction. The pt experienced severe pain, flashes of electrical sensation in the vaginal region when she passes through metal detectors and other electronic situations. The pt was symptomatic and the device appeared to be a bit too superficial. The pt's device was replaced following a fall. The procedure was tolerated well by the pt.